Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Return of the product did not affect the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d1, d2, d4, d11, g4, g5, g7, h2, h3, h4, and h10. D11 medical devices: biomet finned pri stem 80x10mm catalog#: 141316 lot#: 486030, e1 vngd ps tib brg 71/75x10 catalog#: ep-183640 lot#: 763220, bmet regenx pri tib tray 71mm catalog#: 141273 lot#: 740260 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records and photograph. Visual inspection of the picture provided depicts the fracture of all pegs of patella. Post-operative follow-up notes identified patient has pain, swelling, stiffness and weakness. Patient was revised due to patella loosening and fracture. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Explant date: unknown date in (B)(6) 2019. Concomitant medical products: unk 71 vanguard press-fit tibial tray, catalog#: ni, lot#: ni. Unknown left 67.5 femoral, catalog#: ni, lot#: ni. Unknown 10mm tibial insert, catalog#: ni, lot#: ni. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the patient's legal counsel, that patient underwent left total knee arthroplasty. Subsequently, patient was revised two (2) years nine (9) months post primary implantation due to patient experiencing swelling, stiffness, weakness from patellar loosening and failure. No additional information was provided form the event.